Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 37 and 48 hours. Symptoms included were skin irritation and purulent discharge. The patient used antibiotics (steroid cream) as treatment for the infection and baby oil to remove the pod. Bolus was administered and a new pod was applied as treatment for the hyperglycemia. The pod was discarded.